Event description:
It was reported that the patient was syncopal and went to the emergency room. The lead impedance was noted to be high and the capture threshold was also high. A chest x-ray showed that the lead was not fully inserted into the header. During the revision, the physician attempted to secure the lead several times, but the lead did not hold. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event. It was later noted that there was no pacing output from the device.

Event description:
It was reported that the patient was syncopal and went to the emergency room. The lead impedance was noted to be high and the capture threshold was also high. A chest x-ray showed that the lead was not fully inserted into the header. During the revision, the physician attempted to secure the lead several times, but the lead did not hold. The device was explanted and replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Correction: evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.